Manufacturer narrative:
The employees subject of the reported event did not seek medical treatment. They left the area where the reported oil was present. A steris field service technician arrived onsite, inspected the v-pro max sterilizer, and identified the spill was from the oil under the pump. The unit subject of the reported event did not malfunction but rather dripped oil after the user facility relocated the sterilizer. The technician cleaned the pump and performed an oil change to the unit, tested them, and confirmed they were operating according to specification. The technician discussed the proper use and operation of the sterilizer with the user facility staff.

Event description:
The user facility reported that while relocating their v-pro max sterilizer oil dripped out from the unit onto the floor. The oil was cleaned from the floor but three employees became irritated from the smell of the oil. No report of procedural delay or cancellation.